Manufacturer narrative:
Analysis has to be done.

Event description:
The polaris adjustable pressure valve has been implanted beginning. It was implanted in the posterior fossa and since then, the patient after approximately 15 days does not feel well, the neurosurgeon decided to change the pressure from 110 to 70 mmh20. Since after the xray control, he saw that the rotor was still on 110 mm h20. Since it was difficult to find the valve due to the liquid around the shunt, the neurosurgeon took out 100 cc of liquid. After punction, the valve remained difficult to be centered. Anyway, he directly put the compass on the skin without success. He decided to replace the valve with a sophy mini adjustable pressure valve sm8a.